Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing. No intervention was performed. No patient consequences.

Event description:
New information received noted that the post paced t-wave oversensing was first noted via remote transmission. The patient was brought to the clinic and the recommended programming changes were performed. The patient was in stable condition prior and post programming changes.